Event description:
Clinic notes for patient referral for replacement were received. Notes stated that the vns battery is <25% and has a referral for battery change. The notes do mention that the suspect cause of her recent breakthrough seizures were either medication levels or low vns battery. No additional or relevant information has been received to date. Sno known surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy

Event description:
Additional information was received that last diagnostics were taken 10/17/2017 but no exact diagnostics were provided. It was noted that the patient had one breakthrough seizure in the context of medication changes that were below pre-vns baseline levels. The patient underwent replacement due to battery depletion. No additional or relevant information has been received to date.